Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 250 mg/dl. The customer administered a manual injection. Reportedly, the customer was unable to clear the alarm. The customer has manual injections available as alternate insulin therapy. Reportedly, the customer's bg level stabilized to 175 mg/dl.